Event description:
It was reported that the survey respondent stated no that the guidewire was not successful in providing transurethral or percutaneous access into the bladder or ureter or renal pelvis because dense stricture in relation to hydroglide guidewire. Per additional information received via email on 23aug2023, in the survey respondent stated no that the guidewire was not successful in providing transurethral access into the ureter because dense stricture in relation to hydroglide guidewire.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "materials of construction are not biocompatible ". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.